Event description:
It was reported "helium extension tubing pump end connector needle breaks, change the new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 30cc infla-tion driveline tubing from a semi-f inished kit for a 30cc 7.5fr ultraflex intra-aortic balloon catheter (iabc). The sample was returned in a cardboard box and was loosely packed within the original packaging tray/carton. Returned with the sample was 30cc 7.5fr ultraflex intra-aortic balloon cathe-ter (iabc), short and long arterial pressure tubing, and 60cc luer-slip syringe. Upon return, it was observed that one male connector pin, which interfaces with the iab pump, was broken on the 30cc inflation driveline tubing. No other damage or abnormalities were noted to the inflation driveline tub-ing. The peel away sheath was noted on the iabc. The one-way valve was noted connected and tethered to the short driveline tubing. The stylet was fully inserted within the iabc central lumen. The bladder was noted within the original packaging tray. No blood was noted on the exterior surfaces of the returned sample. No visual damage or abnormalities were noted to the returned iab catheter. The functional testing of the returned iabc was not performed. The complaint relates to the broken pin of the supplied 30cc inflation driveline tubing connector. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "helium extension tubing pump end connector needle breaks" is con-firmed. During the investigation, one male connector pin interfacing with the iab pump was found broken on the 30cc inflation driveline tubing. This condition can result in difficulty connecting the in-flation driveline tubing to the iab pump. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the com-plaint investigation due to the broken pin of the inflation driveline tubing connector. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4). The reported complaint that the "helium extension tubing pump end connector needle breaks" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "helium extension tubing pump end connector needle breaks, change the new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported "helium extension tubing pump end connector needle breaks, change the new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).